Event description:
It was reported, the subject device monitor had a purple image and a defective cable. The issue was found, during a therapeutic laparoscopic biliary surgery procedure. That was completed with a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device monitor had a purple image and a defective cable. The intended procedure was a therapeutic laparoscopic biliary surgery. Which was completed with a similar device with no delay. There were no reports of patient harm.

Manufacturer narrative:
E1: facility name: (B)(6). This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, updates, and correction. Corrected fields: e1: facility name. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure of "purple image" was confirmed. In addition, the following reportable malfunction was identified, during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the customer's issue: the purple image was, due to broken r-unit. The most probable cause of the complaint is traced to a component failure. The reported failure of "defective cable" was not confirmed, during evaluation. As a result, the investigation could not determine the cause of the failure. Based on the results of the investigation, a definitive root cause could not be established for the malfunction identified, during the device evaluation. The event can be prevented, by following the instructions for use, which state: the endoscope is a precise optical device. Careless handling may damage the endoscope. Always handle the endoscope with care. Do not hold the endoscope by the distal end only. Do not bend the insertion tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.